Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: four batteries were not returned for investigation. Review of the autologs report revealed seventeen power disconnect alarms logged between on (B)(6) 2021 involving (B)(6); however, the cause of the power disconnect alarms could not be confirmed since raw controller log files were not available for analysis. As a result, the reported power consumption, batteries unable to provide power and power switching could not be confirmed. However, the reported power disconnect alarms were confirmed. A power source lubrication procedure had been performed on the associated power sources in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported power disconnect alarms could be attributed, but not limited, to communication errors between the controller and batteries. A possible root cause of the reported power switching event after lubrication can be attributed to communication errors or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Events involving batteries that rapidly discharge and unable to provide power c an be possibly attributed to soldering or welding defects. Additional products: d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15; d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15; d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15; investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿battery model #: 1650de/ catalog #: 1650de/ expiration date: 30-jun-2017 / serial or lot#:bat219292 UDI #: (B)(4) device evaluated: no. No, device evaluation anticipated, but not yet begun mfg date: 30-jun-2016 labeled for single use: no. Patient ime code(s): (B)(4) imf code(s): (B)(4) FDA device code(s): (B)(4). Heartware ventricular assist system ¿battery model #: 1650de/ catalog #: 1650de/ expiration date: 30-jun-2017 / serial or lot#:bat219302 UDI #: (B)(4). Device evaluated: no, device evaluation anticipated, but not yet begun mfg date: 30-jun-2016 labeled for single use: no. Patient ime code(s): (B)(4) imf code(s): (B)(4) FDA device code(s): (B)(4). Heartware ventricular assist system ¿battery model #: 1650de/ catalog #: 1650de/ expiration date: 30-jun-2017 / serial or lot#:bat219349 UDI #: (B)(4) device evaluated: no. No, device evaluation anticipated, but not yet begun mfg date: 30-jun-2016 labeled for single use: no. Patient ime code(s): (B)(4) imf code(s): (B)(4) FDA device code(s): (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were not lasting for more than two hours and were not providing power. 17 power disconnect alarms also occurred, and one of the batteries exhibited power switching. The batteries remain in use. No patient complications have been reported as a result of this event.